Manufacturer narrative:
Additional information regarding the patient's product was requested; however, not made available. (B)(4).

Event description:
Per the clinic, the patient developed soft tissue complications at the implant site. Subsequently, the patient was treated with corticoid creams, and on (B)(6) 2014, the patient was placed under general anesthesia in order to change their abutment.